Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Contact reported that the customer had a blood glucose level of 306 (mg/dl) that was addressed with a bolus administered with the pump. Reportedly, customer will continue to use the pump for insulin therapy.